Event description:
It was reported that particulate matter was observed in the balloon of a small volume intermate. The event occurred before use. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 11/05/2014 and 11/10/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and particles were noted in the fluid path. A fourier transform infrared spectroscopy was performed and the particles were identified as acrylic material. The reported problem was identified during evaluation but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.